Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient had been happy with his hip "untll" recently he presented at (B)(6) with pain. The x ray showed a worn taper head junction. After initial consultation the patient was listed for revision surgery. Unfortunately this had to be brought forward as the taper appeared to wear out very quickly and so disassociated from the head leaving a sharp taper and mom debris in the joint space. Upon revision mom debris was seen and the hip "debried" successfully. The cemented elite plus stem pulled out from femur with ease. The cup was also removed and revision implants used to correct the deformity. An eto was used to access the femur and remove the cement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.